Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. Moisture damage were noted at electronic and motor assemblies per visual inspection. Insulin pump was received with minor scratches on lcd window, cracked case on display window corners and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were at a water park and they treated with insulin however are unsure if it was delivered as the customer's blood glucose readings shot up really high. Customer later noticed that the display of the insulin pump had gone blank after being exposed to moisture. Customer's blood glucose readings were noted to be around 130 mg/dl at the time of the call. No further information reported.